Event description:
The pump was returned for investigation. Evaluation revealed the display screen booted to a dim, red color, there was contamination under the buttons and there was a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a battery compartment crack. The pump booted to the verify screen with a dim red color display. The keypad was torn in multiple location around the up and down symbols. The very bottom of the keypad was torn as well. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and down buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).